Event description:
Lad lesion was approached with rotational arthrectomy. Disscetion of lad noted. On attempts to pass a balloon down lad, it was noted that lad guidewire fractured and distally. 1 of 2 wire fragments retrieved by pv radiology. Lad recrossed and dilated. Myocardial staining noted from the side branch involved in the wire retrieval. Repeat ivus revealed a small guidewire fragment. Snare unable to retrieve. Stat echo showed tamponade. Pt transferred urgently to or for bypass graft and repair of bleeding. 2nd wire found in the aorta, and removed intraoperatively. Postop course complicated by renal failure (nonoliguric). Required IV diuretic therapy.